Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the site used the pump with an administration set and an infusion bag. It was used with an opiate in patient-controlled analgesia (pca) mode without continuous rate. They used 100 ml bags for these with very low pca doses, so it was impossible to empty the bag. It gave max 2 ml per dose. Normally when they disconnect the patient there will be around 70-80 ml in the fluid bag left. With this patient, the whole fluid bag was empty. The patient was not heavily sedated. The event occurred at the hospital during patient use, and there was no injury or medical intervention needed.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. Service history review had no indication that the complaint was related to a service of the device within the review period.